Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the air/water channel, and the auxiliary channel of the subject device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from of the subject device tested positive for unspecified microbes (100 cfu / ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). In the evaluation, oekg confirmed the followings; - there were cracks on the objective lens and the light guide lens. - the glue of the objective lens and the light guide lens were porous. - the glue of the bending section rubber was porous and broken. - the braided metal wire was frayed at the bending section. - there were buckles in the insertion tube. The device had been reprocessed with a non-olympus automated endoscope reprocessor, advantage plus (medivators), using peracetic acid. The exact cause of the reported event could not be conclusively determined.